Event description:
Same event as MFR report #: 2134265-2008-01986. As reported in literature: "in the case of a severe (98%), diffuse stenosis involving both the inadequately deployed distal edge of a cia wallstent and the adjacent eia, the device was inflated with difficulty. When the pcb was at 6 atms, there was a residual waist on the balloon; the pt experienced flank pain, and angiography revealed a contained rupture. The tear was sealed effectively by placing an 8 x 60 mm self-expanding (other manufacturer's) covered stent." Pt was in satisfactory condition.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.